Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: a lot history review could not be performed as the lot number is unknown. Visual inspection: visual inspection could not be performed as the device was not returned. Functional/performance evaluation: functional and performance evaluation could not be performed as the device was not returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: no images or photos were provided; therefore, a review could not be performed. Conclusion: the complaint investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the simon nitinol filter vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter was only partially deployed; therefore, the filter was retrieved inside the deployment sheath and exchanged for a new vena cava filter that was prepped and deployed successfully. There is no reported patient injury.